Event description:
Reportedly during a nephrectomy procedure, a component disengaged from the instrument into the pt's cavity. The surgeon removed the component and specimen by hand by making a larger incision.